Manufacturer narrative:
Based on available info, medical determination is that a recurrence of this malfunction is likely to lead to a serious injury/serious illness or death. A leaking ett/tt tube may compromise a pt's ventilation leading to oxygen de-saturation and it may also lead to the pt requiring an emergency re intubation. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint received as follows: market country: (B)(6). Complaint description: loud leakage noise was noted over the junction between the 15mm swivel connector and the tubal shaft in use.